Manufacturer narrative:
The device history records review showed that the valve at the time of manufacturing and release met all the criteria needed for this valve. The gross examination showed severe calcification deposits in all the valve leaflets.

Event description:
The manufacturer was notified on (B)(4) 2014 that a mitroflow valve (s/n (B)(4) ) model lxa, size 19, was explanted after 4.3 years due to a "premature structural degeneration of the valve" as reported by the surgeon. The valve was explanted after a high gradient was detected in the patient.

Manufacturer narrative:
Result: results of the investigation are summarized in the attached technical report. Conclusion: this mitroflow valve was explanted after 4 years and 3 months due to a reported severe prosthetic stenosis. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth also contributed to stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflets coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical history and risk factors (hypertension) may have contributed to the structural valve deterioration observed in this mitroflow valve, but no clinical history was available.

Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow valve (s/n (B)(4)) model lxa, size 19, was explanted after 4.3 years due to a "premature structural degeneration of the valve" as reported by the surgeon. The valve was explanted after a high gradient was detected in the patient.